Manufacturer narrative:
Investigation summary - material 245122 is manufactured by rehydrating the media components with usp purified water and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued, and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 3166556 was satisfactory per internal procedures. Formulation, filling, torquing, packaging processes were within specifications. In process checks were performed during manufacturing at designated intervals per procedures. Checks for fill volume were complete and within specifications per procedures and checks for torque confirmed that the caps were tightened to the validated specifications per internal procedure. Qc inspection and testing were satisfactory at time of release. The complaint history was reviewed, and other complaints have been taken on this batch. Retention samples from batch 3166556 (100 tubes) were available for inspection. For further investigation all 100/100 were inspected. 0/100 tubes had loose caps, signs of obvious fill volume defects, loose caps, leaking or contamination. One photo was received for review for this complaint. Photo shows tubes from batch 3166556 with signs of contamination, physical defects (fill volume, empty container) and packaging issues (leaking). It could not be determined by the photo if the caps were loose. No returns were received for investigation. The complaint can be confirmed for contamination, leaking, empty container and fill volume based on the evidence provided by the photo received. Loose caps cannot be confirmed via the photo provided or analysis of the retention samples. No complaint trends for these defects have been identified for this product; no actions are identified at this time. Bd will continue to trend complaints for defects.

Event description:
It was reported before using the bd bactec¿ mgit¿ mycobacteria growth indicator tubes, an unspecified number of tubes were observed to have fungal contamination. In addition, the customer observed tubes with fill issues, loose caps, and leakage. There was no health impact or consequences reported.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before using the bd bactec¿ mgit¿ mycobacteria growth indicator tubes, an unspecified number of tubes were observed to have fungal contamination. In addition, the customer observed tubes with fill issues, loose caps, and leakage. There was no health impact or consequences reported.